Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse determined that the sample probe 1 failed the probe test. The cse determined that sample probe 1 was incorrectly positioned on the system. The cse adjusted the spring clamp that holds the sample 1 probe in position. The cause of the discordant calcium, glucose and carbon dioxide results is due to the incorrect position of sample probe 1. The cse successfully checked the sample 1 probe functionality. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca), glucose (glu) and carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 instrument. It is unknown if the initial discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. It is unknown if the repeated ca, glu and co2 results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca, glu and co2 results.